Event description:
At (B)(6)years of age, after having my children at ages (B)(6) I decided to have the essure implant as a means of permanent birth control. I had the essure implant in (B)(6) 2014 and did the follow up test in (B)(6) 2014. After the follow up, the doctor and his report indicated my tubes were 100 percent blocked bilaterally. In early (B)(6) 2015 my period was late, so I took a pregnancy test which was positive. In absolute shock, I called my doctor and saw her that day to test my blood and urine which confirmed the pregnancy. A week later, I had a ultrasound that confirmed an uterine pregnancy.